Event description:
A customer reported that a pt was with the mother in a room at the physician's office. The mother reached over the counter and accidentally bumped the container of cidex plus where otoscope earpieces were being soaked. An eye splash occurred and the child's eye was rinsed with water for one minute. The customer stated the child's eye was fine and returned to school without incident.